Event description:
It was reported that the device was tested prior to implant and was found to have a battery voltage of 2.78 volts, which is too low to implant. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).